Event description:
Caller states the patient tested 3.1 inr on the coaguchek xs system and 2.3 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that the strips were used completely, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).